Event description:
It was reported when using the bd pyxis¿ medstation¿ es, a humalog insulin order was not showing. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was not showing in pyxis. A technical support specialist found order was discontinued. The tss confirmed that if the order had been discontinued, it would be difficult to troubleshoot. The tss then closed the case after receiving confirmation from the customer.